Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The implant driver (iipdtl) was not returned for investigation and will be investigated based on the available information. Functional testing revealed the driver held, retained, and released the implant as intended. Appropriate documentation was reviewed. DHR review could not be performed for the implant driver as no lot number was provided. A complaint history review by item number was conducted for the implant driver (iipdtl) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Device malfunction cannot be verified for the implant driver as it was not returned. As a result, the reported event cannot be verified. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: date of this report. Date received by manufacturer. Type of report, follow-up number. Follow up type. Device evaluated by manufacturer: change 'no' to 'yes.' Evaluation codes.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Product not returned.

Event description:
It was reported that the driver did not engage to the implant causing the implant to be dropped.